Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating he is looking to replace the frog leg one sided fork, he commented that where the axle goes thru snapped off.